Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a new implantable cardioverter-defibrillator (ICD) on (B)(6) 2020. Prior to discharge, the physician noted the pocket site was swollen, and the patient complained of severe pain. The physician took the patient to the procedure room, opened the device pocket, extracted blood and blood clots, and cauterized bleeders. The pocket was closed. The patient was discharged on (B)(6) 2020, and the ICD exhibited normal function. The patient was seen for a routine post-implant incision check on (B)(6) 2020. The patient was recovering without incident, the incision was intact, and the ICD exhibited normal function.